Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances. At implant, impedances were around 64 ohms. The values rose gradually to around 110 ohms. At one point, although values have remained within range around 110 ohms for approximately 2.5 years, a commanded shock was recently performed due to the high impedances and the patient's condition. After the commanded shock, the shock impedances rose to out of range values greater than 130 ohms. At this time, the rv lead remains in service. The existing implantable cardioverter defibrillator is a competitor's product. No additional adverse patient effects were reported.